Manufacturer narrative:
REPORTING INSTITUTION PHONE # (B)(6). PHILIPS IS IN THE PROCESS OF OBTAINING ADDITIONAL INFORMATION CONCERNING THIS EVENT AND THE COMPLAINT IS STILL UNDER INVESTIGATION. A FINAL REPORT WILL BE SUBMITTED ONCE THE INVESTIGATION IS COMPLETE.

Event description:
IT WAS REPORTED THAT THE DEVICE DISPLAYED A HIGHER HEART RATE THAN ACTUAL FOLLOWING THE SOFTWARE UPGRADE. IT WAS INDICATED THE DEVICE IS DOUBLING THE ACTUAL HEART RATE. IT WAS INDICATED THAT PATIENTS DID NOT RECEIVE ANY ADDITIONAL MEDICAL INTERVENTION AS THE ISSUE WAS IDENTIFIED DURING THE APPOINTMENT, SO NO ADDITIONAL MEDICAL INTERVENTION WAS PERFORMED. THIS REPORT ADDRESSES EVENT 4 OF 10.

Manufacturer narrative:
The issue was escalated and analysis was performed by a Philips Product Support Engineer (PSE). Video and logs were reviewed for the issue. The investigation identified that this issue is related to the Wired Patient Interface Monitor (PIM) accessory used with the Cardiac Workstation. In rare cases, when the Cardiac Workstation is returned from Standby mode, the system may not set the ECG sampling rate in the Wired PIM correctly. This can cause the ECG waveform and interpretation to be inaccurate. The issue also impacts the accuracy of the entire ECG report, including waveform data, measurements, and interpretive statements. Field Safety Notice 2026-CC-HPM-004 entitled Cardiac Workstation 5000 and 7000 ¿ Potential Incorrect Measurements When Putting the Device in and Returning the Device from "Standby" Mode was released to notify customers of the issue.Based on the results of the analysis, it was determined that the product has malfunctioned and the cause of the reported problem was related to the software. The issue was resolved by the release of Cardiac Workstation Release 1.2.0.7 under Mandatory (b)(4). Philips is working closely with the customer to update the product.